Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a user facility regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for multiple sclerosis. It was reported during a scheduled pump refill, the nurse noticed a "bleb" between the skin and the pump. It was noted that an unknown quantity of medication was lost subcutaneously from 5 to 30ml. By the next day, the patient was observed with decreased respirations (8 per minute) and was taken to the hospital. At some point the patient was intubated. The patient experienced respiratory depression. Drug dosing was noted as pump refill as directed, once. Second drug dosing was null. Date of use was 2017. It was noted that the event was abated after use stopped or dose reduced. The diagnosis or reason for use was multiple sclerosis (ms). Concomitant medical product was baclofen 80mg. The event date was (B)(6) 2017. No further complications were reported.